Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (10 mg/ml at 2.4 mg/day) via an implantable pump for malignant pain. It was reported that the patient "wasn't getting good therapy" since implant so the healthcare provider (hcp) decided to replace the pump and catheter today. Originally they had an anterior placement of the catheter but the hcp confirmed posterior placement of the catheter today with a new 8780 and pump. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. The hcp decided not to send pump or catheter back to mdt for analysis.